Event description:
Customer was hospitalized with high blood glucose levels and dka. Prior to hospitalization customer had 2 days blood in tubing per emergency room md. Customer did not follow the minimed rule of changing the infusion set after two consecutive high blood glucose readings. Troubleshooting was performed and pump appeared to be functioning normally.